Event description:
This was a left-sided lead extraction procedure to remove two leads due to cied system/pocket infection. The first lead, mdt 5076 ra pacing, was extracted using manual traction only (no locking stylet required). The second lead, mdt 6947 rv ICD was prepped with an lld and a 14f glidelight laser sheath was initially used to lase, however due to difficulty at the svc coil and snowplowing, the physician upsized to a 16f glidelight with outer sheath. After upsizing, the patient's blood pressure declined and tee showed blood collecting in the pericardium. It was immediately decided to perform a sternotomy. An injury in the svc was discovered and repaired. The remainder of the rv lead was extracted manually during the open procedure and it was noted that the manual extraction was difficult because the coil of the lead was heavily fibrosed into the svc/ra junction. The patient survived the intervention.